Event description:
The manufacturer received information that a trilogy evo was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. The trilogy evo ventilator was evaluated by a third party service center, and a soft power fail error code as well as a hard power fail error code was found in the device's error log. The service technician states that the internal battery was replaced to resolve the issue. Additionally, a non reportable motor error code was also found in the device's error log. The blower assembly was replaced to resolve the error. The blower bellow seal, machine flow sensor, and in line filter prox were contaminated. The detachable battery, muffler assembly, air foam inlet filter, and particulate filter were replaced for maintenance. The device passed all final testing. No further investigation is required.